Event description:
It was reported that the fiber broke after two minutes of use, rendering it unusable. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified that no light was exiting the connector face and no aiming beam was exiting the fiber tip, indicating an internal connector fracture. The reported allegation was confirmed. It is likely that the fracture within the connector occurred during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire.

Event description:
It was reported that the fiber broke after two minutes of use, rendering it unusable. The procedure was completed with another device. There were no patient complications.